Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient and order was not crossing over. A technical support specialist dialed into application server, found messages stuck in database queue; restarted bd pyxis external inbound processors service and net. Tcp port sharing services, messages began flowing, and customer was informed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patient and order were not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.